Event description:
It was reported the device was not working and had not worked in a year.

Manufacturer narrative:
Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-09, lot# lb4742, implanted: (B)(6) 2003, product type: accessory. Product ID: 3487a-33, lot# j0320029v, implanted: (B)(6) 2003, product type: lead. (B)94).